Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 219235678 was returned and analyzed. Visual inspection of the pebax segment area was performed. Inspection identified a pebax tubing kink at the loop segment. Most likely, the damage occurred due to the introducer being stuck. The introducer was received un-torqued in the middle of the loop. In conclusion, the mapping catheter failed the returned product inspection due to a loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.